Event description:
Home patient's (hp) spouse contacted baxter's technicial service center (tsc) regarding a system error 2240 message that appeared on hp's homechoice machine during drain 1/5 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected transfer set from the patient line of homechoice set during therapy, without pausing treatment. When hp returned the cycler was alarming. In an endeavor to correct the issue, hp reconnected transfer set to the patient line of homechoice set. Tsc assisted hp in ending therapy early and advised hp's spouse to set up with new supplies to complete hp's therapy. Per rn, no patient injury or medical intervention was assoicated with this incident.